Event description:
The customer reported the unit was alarming while in use on a patient. Alerting to the safety valve open. The manufacturer's field service technician was unable to duplicate the alarm event. Review of the ventilator log history indicated there had been an occurrence of a gas supplies lost: safety valve open alarm, however there was no such event reported by the customer. If the ventilator is operating, and no air flow is detected and the oxygen source is not detected by the oxygen pressure switch or is disconnected, the ventilator will alarm and the safety valve will open. Loss of both gas supplies will affect the function of the ventilator. The service technician was unable to confirm a loss of both gas supplies. Extended self testing (est) and performance verification testing was completed and all tests passed to operating specifications.